Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in the clinic for routine follow up, lead dislodgement was observed on x- ray. The physician explanted and replaced the lead. The patient was stable post procedure.